Event description:
During a meniscal repair it was reported that there was metal wear. The site was flushed and irrigated to remove the debris. A back up device was available to complete the case. There were no reported patient injuries or complications. A ten minute delay was reported.

Manufacturer narrative:
(B)(6). One disposable bl, 4.5mm fr elite device was returned for evaluation of the reported complaint mode, ¿shedding/flaking.¿ the device rotates freely with no evidence of galling at the tip. There is slight burnishing approximately an inch from the sluff chamber adjacent to the outer tube. There is no obvious damage to the adaptor body. Although not blatant, it is possible that there was some contact with the outer blade. We are unable at this time to determine what may have caused the user to experience the reported incident. A review of the device history records was performed which confirmed no inconsistencies (method code 3317). After the evaluation the root cause of the reported incident is undetermined.(B)(4).